Manufacturer narrative:
MDR retraction: the supplement MDR with manufacturing report number 8021545-2025-00520 was submitted on (B)(6) 2025 with case ID (B)(4). The MFR 8021545-2025-00520 was initially reported with the case ID (B)(4). Subsequently, it was identified that this MFR should not be associated with (B)(4). Therefore, a new supplement has been submitted with case ID (B)(4) as supplemental report 02 - MDR (B)(4) - MFR 8021545-2025-00520, which should be considered the correct supplement for this MFR. Report being retracted: supplemental report 01 - MDR (B)(4) - MFR 8021545-2025-00520. Correct report to be considered: supplemental report 02 - MDR (B)(4) - MFR 8021545-2025-00520. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00520), was submitted on 26-mar-2025. However, based on the investigation results done on (B)(6) 2026 and clinical review done on (B)(6) 2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1 : patient city : (B)(6), patient country : united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of diabetic ketoacidosis resulting in hospitalization on (B)(6) 2025. The high blood glucose reported was 600 mg/dl. The duration of stay was greater than 24 hours. Patient was tested postive for ketones. Patient was treated using intravenous fluids of insulin. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007905, in question was manufactured at the osted site. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007905". The count of complaints is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6007905 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 26-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.